Manufacturer narrative:
The affected device was examined onsite by dräger service and the logfile was made available for further investigation. Based on the analysis of the log file, the reported restart of the device could be confirmed. A faulty graphic controller circuit board was identified as the cause of the restart. The faulty circuit board has already been replaced by dräger service. The device was tested and confirmed to be operating as per manufacturer´s specification. As a safety feature of the ventilator, the ventilation software analyses and checks the proper functioning of the device. If the ventilation software detects an internal error, a warm start (restart) is triggered. The user is alerted to this status by an audible alarm and a visual message is shown on the display. The device itself switches off briefly and then switches on again. During this time, an emergency breathing valve opens to allow spontaneous breathing. Once the start sequence has been successfully completed (approx. 8 seconds), ventilation continues with the old parameters. An "mv low" alarm is triggered as soon as ventilation starts until the applied gas volume is greater than the set lower minute volume limit. The device has behaved as specified and reacted to a deviation with a warm start and informed the user of this with acoustic and visual alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart while being used on a patient. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.